Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and observed air bubbles in the reservoir. The blood glucose level of the customer was 499 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the size of the air bubbles were same to the english pea. The customer also reported that the leaks were present. The insulin pump will not be returned for the analysis.